Manufacturer narrative:
Visual findings observed scratches, indentations, and site stickers on the exterior housing. Both dust covers underneath the battery slots have been damaged, and the battery door is missing. Evaluation of the unit found the unit has power with batteries and ac adapter, but it does not sound when in use with sensor and magnet. The speaker impedance was found out to be above the normal range and is the cause for the unit having no sound. Being that the unit is already more than seven years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file # (B)(4).

Event description:
(B)(6) is reporting an alarm that does not sound out of the speaker when the alarm goes off. No gtin number located due to discarded packaging. Troubleshooting guide saved. The date the issue was discovered is unknown, and no incident or serious injury was reported.